Manufacturer narrative:
The tip of the 9f 11cm brite tip catheter sheath introducer (csi) became detached during procedure. The sheath was inserted in the patient and was seen during the angiogram that the tip had detached about an inch away from the sheath itself, being held by the wire. The entire sheath/tip was retrieved. The product was not returned for analysis. A product history record (phr) review of lot 17921875 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿brite tip/distal tip separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available for review it is impossible to determine what factors may have contributed to the reported event. According to the product instructions for use, which is not intended as a mitigation of risk, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Neither the phr nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
The tip of the 9f 11cm brite tip catheter sheath introducer (csi) became detached during procedure. The sheath was inserted in the patient and was seen during the angiogram that the tip had detached about an inch away from the sheath itself, being held by the wire. The entire sheath/tip was retrieved. The device will not be returned for analysis.